Event description:
It was reported that during a colectomy procedure, when the surgeon opened the package, the top part of the trocar was loose and fell on the ground. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.